Manufacturer narrative:
(B)(4). Batch # m55l73. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Within the green area. What confirmation was received that the device was fully fired? The surgeon got the feedback. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? Yes. The analysis results found that the ccs29 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. In addition, two photos of the device were reviewed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an anterior resection procedure, the surgeon found there were no staples deployed onto the tissue and did not find staples anywhere. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.